Manufacturer narrative:
The alleged inaccuracy was 3-4 millimeters. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Medtronic field representative reported that the tracing technique and overall volume area of the registration were not within the parameters of how the surgeon has been trained to trace by medtronic representatives. The surgeon has received extensive training on proper registration technique.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue. It was reported that a likely cause of the issue was due to the placement of the tracker on patient, which was not in same location as on the scan. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system was inaccurate. The medtronic representative reported that the site removed metal from the surgical area, re-positioned the emitter and re-registered the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.